Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable near the proximal pulleys and proximal clevis cable hole. The cable segment was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. An additional observation not reported by the customer was a wearing proximal clevis. The proximal clevis cable hold exhibited wear on one edge. Other cables at the wrist were not damaged. Evidence not conclusive, but the wear on the hole may have contributed to the cable breakage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.